Manufacturer narrative:
G4:30mar2021. B4:05apr2021. Per the field service engineer (fse) gas delivery system (gds) was the only part replaced for this case. The gds was not received by failure investigation. The cpu board was received for failure investigation. The returned cpu board was tested and the customer complaint cannot be verified. There was no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:25nov2020. B4:18feb2021. H11:g5:k102985. The field service engineer (fse) replaced the gas delivery system to address the machine pressure sensor autozero failed error. The unit passed all tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: 30nov2020.

Event description:
The customer reported that the unit failed with an error pressure sensor zero failure. The customer reported that the unit was in use on patient, but there was no patient harm reported. Patient information were requested but no response received. The investigation is ongoing.